Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2000, a biocor stented tissue valve was implanted during an aortic valve replacement (avr) procedure. On (B)(6) 2018, the patient presented with severe aortic regurgitation due to aortic valve degeneration. The device was replaced with an 23 mm sjm trifecta valve to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is currently stable.

Manufacturer narrative:
An event of severe aortic regurgitation, valve degeneration, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.